Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that when the rn or md is drawing up medications, the medications is violently spewing out of the very small vent hole on the side of it. It is causing extra medication to be drawn up for patients and a mess for our staff.

Manufacturer narrative:
The following sections were updated or answered: d1 brand name; d3 manufacturer name and address; d4 unique identifier (UDI) #; d4 expiration date #; g4 PMA/510(k)number; h6 evaluation codes. Investigation summary: the device history record (DHR) for lot 23l276 was reviewed and no anomalies related to the reported issue were observed. Prior to a lot¿s release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. There were no physical samples returned for evaluation. Instead, photos were provided. Although leaking was not observed, the photos did show the small hole but without a physical device, the root cause could not be determined. We will continue to monitor related reports to determine if additional actions are necessary.